Event description:
It was reported to vyaire medical that the 2k8004- airlife¿ adult manual resuscitator, 40'' (1.0m) oxygen reservoir tubing, adult m did not inflate due to missing parts. This issue occurred while used on a patient. As an intervention, the sample was replaced. At this time, there is no information on patient outcome.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. At this time, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.